Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2012 and suture was used. The needle was easily detached from the suture during knotted suturing of the fascia. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found a short insertion.